Manufacturer narrative:
(B)(4). The device has arrived at our bbm service laboratory in (B)(4) for investigation. A f/u report will be provided when the examination results become available. (B)(4).

Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): delivery inaccuracy: not okay within the 5% tolerance for the flow.